Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One photo shows the packaging blister top web, the other photo shows a needle assembly with the plastic shield, the needle is bent and it went through the plastic shield. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it after that a plastic shield is assembled. In this case the needle either was bent or not properly placed, inducing that the needle went through the plastic shield and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9226407 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it could have happened during nip line assembly. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 25x5/8 rb experienced needle penetration through the shield which was noted prior to use. The following information was provided by the initial reporter: material no: 305122 batch no: 9226407. I have completed an incidental document to inform you of the fact; at the same time to know if it was isolated and especially to avoid other incidents of this kind. I want to clarify that the needle was like that in its box out of the factory. The technologist wanted to put the needle on the syringe and stuck with it because the needle pierced the protective cap. However, the needle was still in its factory packaging.